Event description:
Pt had coughing, respiratory distress, sats dropped to 80's. Skin redness. Pt placed on oxygen and physician called. Pt's distress resolved immediately. Dates of use: 2009. Diagnosis or reason for use: oncology pt.